Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Add'l pt/event has been requested. Should add'l info become available a follow-up will be submitted. (B)(4).

Event description:
The end user reported that she developed pyoderma gangrenosum that began under and above wafer. She saw her physician, who made the diagnosis and prescribed prednisone, which she continues to take and stated that her peristomal skin is improving. She also mentioned that she applies the hydrocolloid sheet first and then the wafer on (B)(6) for treatment of the pyoderma. She further mentioned that her wound ostomy care nurse's mentioned that there may have been a partial thickness wound due to the pressure of the convexity of above wafer as well.